Manufacturer narrative:
Multiple attempts were made to follow up with the customer, however there was no response. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 452 mg/dl. Customer bolused with the pump and bg levels dropped to the 50-80s range. Bg levels were at 41 mg/dl at the time of the call. Customer received assistance with administering glucagon to treat low bgs. Customer indicated that they have been reviewing pump settings with their trainer before ending the call.